Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Additional information was received indicating the following: can we clarify if these constitute a delay in surgery for 8 mins? Yes. Investigation: the cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: testing of the returned handpiece found that it failed the amplitude test, with an amplitude error tip alarm occurring. Root cause - based on the testing performed, the most likely root cause is transducer delamination. Internal corrective action was implemented in march 2023 to address this issue; however, this handpiece was manufactured prior to corrective action implementation. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that during "removal of abdominal abscess" procedure, the cusa excel 36khz straight handpiece (c2602) failed. There was no patient injury. Additional information was subsequently received indicating the following: "after 2 hours of using the cusa excel ((B)(4)) without intervals, it stopped and turned on all the lights and it took an average of 3 minutes to return to operation, I redid the initial tests, the doctor started using it again but reported that he smelled burning, but I didn't smell any burning smell and neither did anyone else in the room. He took another 5-minute break and was able to use it until the end of the surgery. Power drop during operation, confirmed in the technical assistance test.¿